Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the system does not turn off, two area in the menu keep turning off, #2 check position and date and time. Patient does like to change the settings for different positions, but patient cannot do that. A manufacturer representative led patient through the steps to turn on the check position. The issue is not resolved. The check position keeps turning off and patient does not want to call every time it is off so it stays off. All 10 menu buttons should stay on . Patient reported dissatisfaction with the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient started noticing they were getting a lot more stimulation when they would lay down. They tried checking their body position using the controller, but the position was grayed out and they couldn't click on it. Patient services assisted the patient with checking to see if the adaptivestim feature was on or off. The controller indicated it was off, so the patient was assisted with turning it on and checking the position, which was successfully done. Issue was reported to be resolved. Additional information was reported that the patient does not know the circumstances that led to their stimulation issue. The patient noted once in a while the system turns off after charging without the patient's knowledge. The patient is no longer experiencing their stimulation becoming stronger while lying down since adaptive stimulation (as) was activated.